Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to presumed calcification. Additional information was requested but has not been received.

Manufacturer narrative:
A lot number was not reported, so a device history record (DHR) review could not be performed for this device. The lens was not returned to b+l for evaluation; therefore, it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause could not be determined.

Manufacturer narrative:
A lot number was not reported, so a device history record (DHR) review could not be performed for this device. The lens was returned in two pieces, with the optic being cut in half and one haptic attached to each of the two pieces. The optic had a cloudy white appearance in the center and some areas with an orange peel appearance. A chemical stain test was performed that confirmed the presence of calcium throughout large areas of the lens. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification that refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the information provided, the exact root cause could not be determined. Lens calcification is a known procedure complication for this type of lens.